Event description:
It was reported that during a parathyroidectomy procedure, the device was spraying white stuff when using it. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.